Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) showed low shock impedance within normal limits of less than 30 ohms. Reportedly, the patient is very lean and defibrillation threshold test was performed successfully converting the patient and resulting in a real shock impedance measurement of 29 ohms. The clinic believed this was an adequate measurement for a lean patient. Both the s-ICD and the electrode remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator (s-ICD) showed low shock impedance within normal limits of less than 30 ohms upon the implant procedure. Reportedly, the patient is very lean and defibrillation threshold test was performed successfully converting the patient and resulting in a real shock impedance measurement of 29 ohms. The clinic believed this was an adequate measurement for a lean patient. Both the s-ICD and the electrode remain in service and no additional adverse patient effects were reported. This correction report is being submitted as this event did not have serious injury criteria and should not have been reported. The defibrillation threshold (dft) test was performed upon the s-ICD implant procedure, and this is not considered additional intervention.

Manufacturer narrative:
This correction report is being submitted as this event did not have serious injury criteria and should not have been reported. The defibrillation threshold (dft) test was performed upon the s-ICD implant procedure, and this is not considered additional intervention. Corrected fields: h6 (impact codes): "f17 - sedation" codes and "f22 - unexpected diagnostic intervention" were removed and changed with "f-26 - no health consequences or impact".